Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product location unknown.

Event description:
During a hip arthroplasty, the acetabular liner would not seat in the acetabular cup. No patient injury or delay in a procedure was reported as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - unknown acetabular cup.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
During a hip arthroplasty, the acetabular liner would not seat in the acetabular cup. The complication resulted in a 30 to 45 minute delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.h6 - methods - 3317h6 - examination of returned device history files found no evidence of product non-conformance. Review of the device confirmed the reported complaint, as scratches and deformation of the surfaces were noted. A conclusive root cause of the event could not be determined.corrective action has been initiated to address the reported issue.